Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a ratchet that was not functioning properly. The ratchet was lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was not working. The event timing was outside of surgery. There is no harm or delay reported. Upon investigation, the ratchet gear was not rotating in the handle. It was able to assemble to the mesher but it would not move the bottom roll no adverse events were reported as a result of this malfunction. Diligence is complete and no additional info is available.